Event description:
It was reported that when the patient presented in the clinic for scheduled follow up visit, lead noise was observed on the lead. Patient reported to having episodes of pre-syncopal episodes correlated with their noise reversion and inhibition of pacing was observed due to noise. The oversensing issue could not be reproduced in the clinic. All lead measurements were stable and in range. During another follow up visit lead was capped on (B)(6) 2017 and a new lead was implanted. Patient was stable prior, during and post procedure and will continue to be monitored.